Event description:
My finance and I went to (B)(6) on (B)(6) in (B)(6). We bought a product from them known as viva arousal cream for women. We tried the product before having sex. She claimed to have a burning sensation from it. It went away afterwards. The next day, she had a little bit of a burning sensation and her face was swollen from it. She is still having little bit of side effects from it. Please look into this as soon as possible. Thank you.